Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) confirmed the capacitor of the vacuum pump was damaged. A leak of saline solution from the transfer pump caused the component to burn. The transfer and vacuum pumps were both replaced. The damage was contained to the capacitor; it did not spread to other areas of the instrument. Performance tests were performed on the instrument with no issues. The architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (B)(4) contains information to address the customer's current issue. Based on the available information, no product deficiency was found for this issue. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. Evaluation, method: review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
(B)(4)

Event description:
The customer states that when entering the start-up mode of operation on the architect i2000sr analyzer from stopped status, smoke began to appear from the area of the vacuum pump. A service call was initiated. There are no reports of injury or damage to the surrounding environment due to this issue.